Event description:
Allegedly, according to medwatch report # (B)(4), patient felt pain immediately after original surgery and was revised to a ceramic cup 20 months later. Revised dec. 2009.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed but the product was not returned.